Event description:
It was reported that the staff experienced a channel error. The facility's biomed tested analog sensors that showed bottle sensor out of range.although requested, no further details were provided by the customer for this event.

Manufacturer narrative:
The customer¿s report that the channel error and bottle sensor out of range was confirmed in the logs and during testing. An in depth log analysis found pump module experienced patient side occlusion alarms and a channel malfunction (error) on the suspected day of the event (B)(6) 2019. The visual inspection of pressure sensors found no physical irregularities. Both fso pressure sensor were tested and voltages were found to be out of specification. Analysis of the log identified pump module s/n: (B)(4) experienced 18 occlusion alarms and a channel malfunction. The probable cause is believed to be the result a channel malfunction error code 240.4150.0 (sensor broken high failure). The probable cause of the customer¿s complaint that the bottle side sensor is out of range is believed to be the result of a faulty sensor. The exact root cause for both pressure sensor failures could not be definitively determined in this investigation.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the staff experienced a channel error. The facility's biomed tested the analog sensors that showed bottle sensor out of range. Although requested, no further details were provided by the customer for this event.